Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. Additionally, the bolus button cover and internal slug were detached from the pump, exposing the internal button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a damaged bolus button. This report is made based on results of investigation completed on (B)(6) 2013.